Manufacturer narrative:
The pod was received fully deployed. No damages or defects to the fluid path or needle mechanism were observed that would indicate a failure to properly insert the soft cannula. The cause of the reported failure to properly insert the soft cannula cannot be determined. No bends or kinks to the exposed portion of the soft cannula were observed. No abnormalities were observed in the pod data. No problem was found.

Manufacturer narrative:
The device has been returned. A supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone11.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose above 400 mg/dl while wearing the pod for between 4 and 24 hours. The patient reported being unsure whether the cannula was properly seated in the infusion site (hip/buttocks), and the cannula was found to be bent. As treatment, a new pod was applied.